Event description:
Caller reported that the insulin gauge displayed an amount different than expected, though the issue was not currently occurring and had happened on a previous day. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by reloading the same cartridge and was advised by technical support to call back if they experienced an active fill estimate issue in the future. No additional actions were taken as the caller declined an email with cartridge load resources.